Manufacturer narrative:
As part of our investigation, an endoscopy support specialist (ess) was dispatched to the customer¿s site to observed the facility¿s reprocessing practices and to provide an in-service training if necessary. The ess reported that there were no deviations noted with the facility¿s reprocessing practices; however, the customer does not use olympus cleaning brushes, they use steris cleaning brushes. In addition, the scope was returned to the service center for evaluation. A cut was noted on the scope¿s camera switch. There was restriction noted in the forceps passage. The scope¿s angulation was found to be low with clicking noted on the control knob (rl). The scope¿s plastic cover was found dented with scratches. Chips were noted on the scope¿s objective and light guide lens. The bending section glue was found cracked on the insertion tube and scope cover. In addition, multiple buckles were noted the scope¿s insertion tube. The scope cover boot located on the control body was found loose. The cause of the scope¿s physical damage cannot be determined at this time; however, user mishandling cannot be ruled out as a contributory factor. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the forceps were passed down the scope¿s biopsy channel and a piece of tissue from a previous procedure fell out the distal end into the patient. It is believed that the tissue was retrieved with suction. The intend procedure was completed. The first patient was screened prior to their procedure and was found not have any communal diseases. Therefore, the patient second was not notified, no panel testing was performed and no prophylactics were administered.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: based on these possibilities, we presumed that tissue stuck inside lever due to delay of pre-cleaning after procedure or improper channel brushing. The adhered tissue was seemingly eliminated from channel due to stress of inserting endo therapy accessories. Tissue fell off when endo therapy accessories was inserted into biopsy channel, so it is highly possible that the tissue had adhered between biopsy port and channel opening at tip. It is probable that tissue was stuck in channel because it was not eliminated by insertion stress of cleaning brush but was eliminated by insertion stress of endo therapy accessories. It is a known event that adhered dirt sticks if pre-cleaning is not performed immediately after procedure. IFU (reprocessing manual) warns in ¿5.3 pre-cleaning the endoscope and accessories¿ as follows; if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Pre-clean the endoscope and the accessories at the bedside immediately after each patient procedure. Lever is made of metal and has a structure in which channels are branched off into three directions. Therefore, it is considered that foreign material is more likely to adhere to k-mount than biopsy channel, which is made of teflon and does not have a complicated structure such as branching. IFU(operation manual) states the following, however the user used non-olympus brush which is not mentioned as compatible for the device. Therefore, the user handling deviated from IFU. Important information ¿ please read before use: instrument compatibility: refer to ¿combination equipment¿ on page 113 to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage. Combination equipment: system chart: be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility. The legal manufacturer confirmed via DHR that the device was shipped, satisfying specifications.